Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign reddish material, presumably blood was found inside the pebax. Additionally, a separation between pebax and electrode section was found. Then, the device was connected to the carto 3 system and the generator, and it was recognized and visualized correctly. No errors were observed. The force feature was evaluated, and the force values and the vector were detected within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31523517l number, and no internal actions related to the reported complaint condition were identified. The separation between the pebax and electrode could be related to the force sensor error reported event by the customer. The root cause of the pebax damage be related to a manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and all four ring electrodes must protrude from the distal tip of the guiding sheath. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting inside the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. Initially, it was reported that a catheter force sensor error 106 was displayed on the carto 3 system. The ablation cable was replaced without resolution. When the catheter was replaced, the issue resolved, and the case continued. No adverse patient consequence was reported. The force sensor error was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 03-jun-2025, foreign reddish material, presumably blood, was found inside the pebax. Additionally, a separation between pebax and electrode section was found. This was assessed as MDR reportable with an awareness date of 03-jun-2025.